Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the clinical coordinator contacted baxter (B)(4) technical services and the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (1gm, once in 4 days), injection cefepime (1gm, once daily) intraperitoneally and tablet ciscan (150mg, once daily) orally for peritonitis. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.